Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2007 and right partial knee arthroplasty on (B)(6) 2004. Subsequently, patient experienced left knee arthroscopy, emobilisation of bleeds in left knee, left knee aspirated, low back pain from scoliosis, scoliosis, return of pain and swelling in left knee and right knee swelling. No further information has been provided.